Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced frequent insulin suspensions and increased insulin usage while using the ilet system, accompanied by alternating episodes of hypoglycemia and hyperglycemia after starting prednisone and experiencing weight gain. The user reported using a dexcom g7 continuous glucose monitor and a contact detach 6 mm/23 in infusion set. The user experienced low blood glucose to 39 mg/dl for less than 30 minutes and high blood glucose up to 401 mg/dl for over 3 hours. Device alerts were received for both low glucose and prolonged high glucose. The user reported self-treatment with oral glucose and additional carbohydrates. No professional medical intervention was required, no assistance was needed, and no acute complications were reported. Investigation included troubleshooting and user education, including reinforcement of the 15-15 rule for hypoglycemia treatment. Additional training was assigned, with consideration discussed for a device restart or factory reset. Investigation of this case revealed that the cause of the hypoglycemia and hyperglycemia was unclear, with user-reported overcorrection potentially contributing to the observed glucose variability. No confirmed device malfunction was identified. Based on previously established findings for similar reports, the cause was determined to be unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.